Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient said they were still dealing with the infection. Patient said they were just about over the pain from the surgery when they felt the shooting pain, they were throwing up because it was infected. Patient said now they were on antibiotics and it was getting better, they can still feel the hardness under their skin and there was still some red but it's not as red as it was, just the incision area now. They will see the hcp again on friday.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were in a lot of pain right now because they have a bad infection in the incision site. Patient said the infection started 2 days ago. Patient saw their healthcare provider (hcp) today. Agent asked patient if they knew how to use their equipment and if they wanted to schedule a call to go over that information. Patient stated they will call next week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.